Manufacturer narrative:
A sample device was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported a capsular tear during an intraocular lens (iol) implant procedure. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. The iol was returned in an unopened peel pouch. Additional observations were as follows: the iol returned in the carton in an unopened peel pouch. No damage observed to the pouch. Based on the product evaluation, the reported description of " capsular tear" does not match the product evaluation findings. Upon review of the returned sample and due to the lens still being in the sealed pouch, it has been determined that the reported capsular tear took place prior to the iol being involved in the procedure. This event no longer meets criteria for a reportable serious injury associated with the iol. The manufacturer internal reference number is: (B)(4).